Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clips were scissoring when deployed. A second clip was deployed to fix the scissored clip and the procedure was continued and completed with no consequence to the patient. No device will be returned.